Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound broncho fiber video scope exhibited error code e315 (non-compatible endoscope). The issue occurred during setup. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the scope connector, error (noise) occurs. The communication error could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.